Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that there was a tracheostomy tube cuff leak. The balloon deflates after ten uses. There were no adverse health outcomes reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: according to the reporter, the place where the syringe connects to the inflation line (used for cuff inflation) moved inside the cuff; therefore, inflation of the cuff is "tricky". The cuff did not deflate. The cannula was in use for 10 days prior to the problem being observed.